Event description:
It was reported that during a left hemicolectomy procedure, at a certain point a piece of clip was retrieved in the operating field. The other half was found nearby. Both parts were retrieved and removed from the patient. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 04/20/2012. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records. Additional information provided: affiliate response to questions: which firing of the device did this event occur on? The surgeon doesn't remember exactly. In any case, during the first firings. What vessel or structure was the device fired on at the time of the event? Inferior mesenteric artery. Was the clip fully advanced into the jaws prior to firing? Yes. They didn't notice anything strange. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Yes, because they realized afterwards that the clip was broken.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. No fragments of clips were returned with the device. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining 10 complete clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch history records were reviewed with no anomalies noted during the manufacturing process.